Manufacturer narrative:
This issue has been captured as (B)(4). Inomax dsir (B)(4) was returned to the manufacturer for service investigation. The device investigation was completed on 17-dec-2015. The regional service center (rsc) service log review revealed a delivery failure alarm followed by a log entry for backlight current below minimum at the time of this complaint. . (Minimum: 800 counts; actual value: 667 counts) the rsc also experienced the reported complaint of display issue/black display. The rsc replaced the display/touchscreen assembly. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was backlight current below minimum. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
On (B)(6) 2015, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a display issue / black display with inomax dsir (B)(4). The device was in use on a patient at the time of the event. There was no impact or harm to the patient reported. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction.